Manufacturer narrative:
This is in response to the FDA letter dated february 5, 2007. Report # 4400110000-2006-8021. There have been 21 complaints since the release of the zoneaire sys dealing with overheating the sys. The installed base of zoneaire sys consists. If the zoneaire sys fails in the manner that has been seen, components of the mattress will overheat, leading to a mattress surface that will feel hot to the touch. A health hazard eval was performed regarding this issue and the risk index calculated to be 5. This falls into the broadly acceptable range. (Low risk and non-essential prod functionality requiring no action). Overheating of the zoneaire sys is not a health hazard, and occurs improbably throughout the life of the prod. Therefore, no action has been taken.

Event description:
Per the user facility, "the bed was being evaluated in the biomed shop for an air hose leak when a burning odor was observed. Upon further investigation, it was found that the air valve assembly contained within the mattress had experienced some abnormal heart damage."